Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date (B)(6) 2012, inratio >7.5, lab 3.2. Pt's therapeutic range 2 - 3. Pt did not use the first drop of blood and was milking finger after finger stick.